Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 523 mg/dl. The customer also reported that, the reservoir has air bubbles which were soda bubbles size to range to the size of rice. Air bubbles were successfully removed after troubleshooting. Customer advised to monitor the insulin pump. The device will not be returned for analysis.